Manufacturer narrative:
Upon follow up it was reported the patient experienced a breach in aseptic technique which resulted in fungal peritonitis. The breach in aseptic technique was further described as the wall in the patient´s room had fungus which ¿affected the required asepsis¿, also the ¿air conditioner continued working while patient was doing pd which was also against the good practice¿. The same day as the initial receipt of this report, the patient was hospitalized for the peritonitis event. Two days after hospitalization the ceftazidime and cefazolin therapies were discontinued. On the same day, the patient was treated with fluconazole (200 mg daily, route not reported) for fungal peritonitis, the pd catheter was removed and extraneal and physioneal therapies were discontinued. On an unreported date the same month as hospitalization, the patient was ¿re-instructed in the proper aseptic technique as a treatment for break in aseptic technique¿. Fifteen days after hospital admission the patient was discharged and was recovered from this peritonitis event. At the time of the report, treatment with fluconazole was ongoing. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent. The cause of peritonitis was not reported. On an unknown date, the patient was hospitalized for the event. The patient began treatment with ceftazidime (1 gram per bag, given intraperitoneally (ip)) and cefazolin (1 gram per bag, given ip) followed by 300 mg of each antibiotic injected into every bag for peritonitis. The patient¿s outcome was unknown. The pd therapy was ongoing at the time of this report. No additional information is available.